Event description:
It was reported initially by a vns pt's caregiver that pt no longer feels the vns stimulation or coughs by magnet swipes. Later, she stated that pt experienced a manic episode while receiving vns therapy; however, this condition was present prior to vns implantation. Good faith attempts to obtain more information from the treating physician have been unsuccessful to date.